Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a right ventricular (rv) lead pacing impedance measurement greater than 2000 ohms. Additionally the rv lead was exhibiting intermittent noise and oversensing, however no pacing inhibition was reported. The physician successfully explanted and replaced the patient's rv lead. No adverse patient effects were reported. The rv lead related to this issue was a non-boston scientific product.

Manufacturer narrative:
Our records indicate this ICD remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.